Manufacturer narrative:
On october 24, 2021, mentor became aware that the incorrect date of event and date of implantation were provided in the initial report sent on october 20, 2021. The correct dates have been populated. On november 4, 2021, the mentor failure analysis lab received the device for evaluation. On november 12, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 200cc breast implant had a tear on the anterior view, measuring approximately 1.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the missing material, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Date of event: (B)(6) 2021. Date of implantation: (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Analysis of the device's photo: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with a 200cc mentor smooth round moderate profile saline breast prosthesis on the left breast, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via ultrasound. As a result, the patient underwent removal and replacement with a 275cc mentor smooth round moderate profile saline (catalog: 3501640 lot: 9534030 sn: (B)(4) on (B)(6) 2021.